Manufacturer narrative:
Kentaro takezawa, hiroaki kitakaze, go tsu-jimura, takahiro imanaka, sohei juribayashi, norichika ueda, fukuhara shinichiro, norio nono-mura. Outcomes of artificial urinary sphincter implantation: a single-center retrospective study. Meeting abstract from the 111th annual meeting of the japanese urological association. 25apr2024, pd room 5, pacifico yokohama north 1f g5+g6. Pda-09-06.

Event description:
It was reported that retrospective review was performed of patients who underwent artificial urinary sphincter (aus) procedures following radical prostatectomy. The purpose of the study was to assess outcomes of aus implantations. All procedures were performed between (B)(6) 2013 and (B)(6) 2023. A total of 22 aus implantations were performed in 21 cases. Following the procedures, there were two cases of infection, and one perineal hematoma. In both cases of infection, the aus devices were removed.